Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation moisture corrosion was found to be present in the battery compartment. Unrelated to the original complaint, further investigation revealed a battery compartment crack at the bumper pad and between the bumper pad and cover. A leak test was performed and failed due to a leak in the battery compartment from the bumper pad crack. Further investigation revealed a dim display with a red discoloration. The pump was opened and moisture corrosion was found on the printed circuit board.